Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as intended. Most likely underlying root cause: mlc-134-user has low glucose value. Note: customer called manufacturer as she received a letter to follow up on her replacement product from the original ran (B)(4). Customer originally complained of low results and meter was replaced with a new one. Customer states that on (B)(6) 2018, she was feeling ill, she checked her blood sugar with the new meter and the results was 40mg/dl fasting. Customer uses a walker to get around, on her way to the kitchen from the bedroom, customer fell on the floor. Customer laid on the floor for ten minutes before she called her friend to come over. Her friend arrived and gave her ten glucose tablets to attempt to bring her blood sugar up. Customer states that 45 minutes later she realized that she might have broken her legs during the fall. Customer and her friend called 911. When the paramedics arrived, customer does not remember if they checked her blood sugar, customer also does not remember what her blood sugar results were at the hospital. Upon arrival to the hospital, customer was diagnosed with two fractures on the left leg and a broken ankle on the right leg. Customer has already gone into surgery and had a surgery pending on the left leg on (B)(6) 2018. Customer will then be transferred to rehab for a few months, where she will recover. Customer does not believe that she will be using the meter until release from rehab. Customer is currently at the hospital and does not have the products with her to provide further information. After several attempts, manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; customer was unable to talk to us at the moment. Customer still at the hospital.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. Customer is concerned with results obtained of 40mg/dl. The expected fasting blood glucose test result range is 115-125mg/dl. During the call the customer indicated that medical attention was reported. Manufacturer could not contain additional information about product, storage location and back to back blood test was not performed. The test strip lot manufacturer's expiration and open vial dates were undisclosed. The meter memory was not reviewed for previous test result history.